Manufacturer narrative:
The tech found both trend rods were broken due to the trend cylinders being out of adjustment. The tech replaced both trend rods to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.